Event description:
It was reported that the patient complained a position-dependent muscle twitching and was subsequently seen in-clinic. This stimulation was confirmed via isometrics and additional fluctuations in the left ventricular (lv) pacing impedance measurements were noted. Lv lead noise was also observed. The physician was able to stop the muscle twitching by programming the device to only right ventricular (rv) stimulation. It was suspected that the lv lead insulation was damaged, but diagnostic imaging was inconclusive. A follow-up appointment was scheduled for further troubleshooting and a potential system upgrade procedure to a cardiac resynchronization therapy (crt) device is being considered. At this time, the lv lead remains implanted and no adverse patient effects were reported.